Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (patient death) was confirmed. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the monitor, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the audio messaging and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. There is no indication of a product malfunction. The electrode belt has not yet been returned for evaluation. There is no indication the electrode belt caused or contributed to the patient's death.

Event description:
Us distributor contacted zoll to report that a patient passed away on (B)(6) 2016 while wearing the lifevest. Review of the download data indicates that the patient experienced an asystole event, which is considered a non-life sustaining, non-treatable rhythm. During the asystole event, five inappropriate shocks were delivered. Oversensing small cardiac signal contributed to the false detection. The patient passed away (B)(6) 2016. There is no evidence to suggest that the lifevest caused or contributed to the patient's death. The patient's son stated he was touching the patient when the second shock was delivered and he felt the shock as well. The patient's son did mention that he was fine as a result of the shock.